Event description:
It was reported during a procedure, fluoroscopy showed a fragment in the area near the spine. The surgeon requested a lateral view image which showed a small object not attached to any previous hardware. The surgeon found the tip of an instrument recently used was missing. The surgical team compared the instrument to another and confirmed the tip was missing. The surgeon was able to retrieve the tip.

Manufacturer narrative:
The device did not returned for evaluation. Photographs were not provided. Neither the identifying part number nor lot could be confirmed. Based on the information provided, the root cause cannot be determined.